Manufacturer narrative:
A visual and functional examination revealed a hole, with jagged edges, in the arterial lumen at the lumen to hub junction that leaks when the device is flushed. There is no evidence of swelling, crumbling, discoloration, degradation or polymer variation of the lumen and extension material. We are unable to determine the cause or factors that may have contributed to this event. The device was implanted for 7 months with no reported issues. There is no evidence of a manufacturing defect. It appears the device was damaged when exposed to a sharp edge, possibly scissors when removing a dressing.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Approximately 7 months post insertion, blood was observed to be leaking from the catheter lumen just below the light blue hub, and a hold was found at this site.